Manufacturer narrative:
Product event summary: the full lead was returned, analyzed, and no anomalies were found. The analyst commented that the lead helix was able to be extended and retracted.

Event description:
It was reported that during implant the helix of the lead did not extend properly. The lead was removed and a replacement lead was used. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.